Event description:
The customer reported that the system displayed an overload error message then stopped working. The system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank and the x-ray tube were replaced. The system was then found to be operating as intended.